Event description:
Per the patient¿s wife, the pump ¿paralyzed him because it attacked his nerves¿ and ¿the device is now not able to be removed¿. The pump was still implanted, but the patient was not using it any longer. The pump still beeped. The drug in the pump at the time of the event was not reported. Follow-up was conducted to obtain additional information regarding the event. Per the hcp (healthcare professional), they had not seen the patient since 2012. In 2012, the patient¿s pump was shut off. She had no further information to provide regarding the reported event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).